Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause for the device being power broken was determined to be due to user error and the assignable root cause for the worn out nose pin was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service testing, it was observed that the motor device knurled knob would not secure. During in-house engineering evaluation, it was observed that the device ran in the safety position, the device was missing a nose pin, the lock cylinder and pawls release were damaged causing the device to run in the safety position (device is power broken). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.